Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The following factors have not contributed to or caused the event described in the complaint: device design, processing specifications, material, packaging, tolerance stack-up/mating parts, sterilization, labeling, and user technique. A part of the spring is broken off and was not sent back for investigation. The upper part of the cutting mechanism is broken off and enclosed. This complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a demonstration the application instrument for sternal zipfix would not tension. There was no patient involvement.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.